Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a leak at the y-junction. The catheter remained in the patient during 11 months, 23 days. On (B)(6) 2014, the catheter was pulled and replaced. No additional information was provided.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.